Manufacturer narrative:
This device is used for treatment not diagnosis. Investigation is on-going. Subject device has been received and is currently in the evaluation process. No conclusion can be drawn. The manufacturing documents were reviewed and no complaint related issues were found.

Event description:
A hospital in (B)(6) reported that a patient treated for a distal radius fracture on an unknown date presented with pain. Patient was returned to the or for removal of the plate and screws. During plate removal the tip of the screwdriver and the tip of the extraction screw broke off. Both tips were retrieved and discarded by the facility. No fragments were left in the patient. The screws were removed with a drill bit. The procedure was significantly extended to 5 hours. Patient was noted to be completely healed. This report is #2 of 4 for the same event.

Manufacturer narrative:
This device is used for treatment, not diagnosis. The present extraction screw was as far as possible analyzed for conformance to print specifications as well as the device history record was researched; no abnormal findings were identified. Manufacturing and inspection records indicated no problems with the lot in question. The fracture face at both devices is homogeneous, which indicates material conformity. Based on these findings we conclude that the cause of failure is not due to any manufacturing non-conformances. It is clearly visible that the tip of the screwdriver was badly twisted count-clockwise before it broke. At the flat surface of the coupling adapter from the extraction screw is at the left side a deformation visible, which indicates that high forces in counter-clockwise direction were applied. These findings let us assume that both devices broke because of a mechanical overload during the loosening of a blocked locking screw. No product fault could be detected.